Event description:
Rptr had breast tissue removed from rt breast, because of her high risk of cancer. Immediately after, she had reconstructive surgery using a saline implant with an injection reservoir or port which allowed for the impant to have saline added or taken out. When the implant was the right size the port was to be removed. When the doctor removed the tube from the port, the tube broke off (snapped) leaving a ragged edge. The implant started leaking and had to be replaced. Add'l surgery was done using a different implant. It was a very stressful ordeal.